Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6). Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 53586fp00, and did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. The historical lot performance of reagent lot 53586fp00 was evaluated using world wide field data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 53586fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for the complaint lot. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 53586fp00 was identified.

Event description:
The customer observed discrepant results for the architect ca 19-9xr for one patient. The results were much lower two months ago when tested on the architect that sample was pulled and repeated with lower results. The following data was provided: current results sid (B)(6) processed (B)(6) 2024 ca 19-9 = <2.0 u/ml cea result = 2.54 ng/ml same patient sid (B)(6) results from two months ago ca 19-9 = 1556.05 u/ml repeated (B)(6) 2024 result = <2.0 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.